Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 84% stenosed, 2.5mmx12mm, eccentric, restenosis target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After engaging the lesion with 6f ebu 3.5 non-bsc guide catheter, pre-dilation was performed using with a 2.5x15mm maverick2 balloon catheter resulting to 79% residual stenosis. A 2.50mm x15mm nc emerge® balloon catheter was advanced for dilation. However upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.